Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed a speaker issue. The rse provided the customer with the loudspeaker part number for ordering. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there is a speaker malfunction inop and there is no alarm at the bedside. The device was in use on a patient at the time of the event. There was no adverse event reported.